Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, with the powered stapler, the surgeon used a green reload for the second fire to cut the stomach. After placing the instrument, waiting fifteen seconds and firing of the reload the surgeon opened the jaws and noticed that the side of the remaining stomach was open as if the staples didn't close properly. He then checked the side of the sleeve which looked ok and closed properly. After finishing the creation of the sleeve with the same stapler, he ran a liquid test to check for leak, no leak was identified. The surgeon sutured the segment (60 mm) for extra caution. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.